Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up with presyncopal episodes occurring intermittently since last follow up. The atrial lead exhibited noise. No programming changes would be made and the patient was in stable condition throughout the interrogation and did not experience any symptoms and would be followed normally.

Manufacturer narrative:
Device manufacture date should have been - apr 23, 2008 - rather than blank.